Event description:
A report was received that the patient will undergo a pocket revision.

Event description:
A report was received that the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient had pain at the pocket site and the ipg was protruding from pocket. The patient had lost weight (not device related) and procedure is still pending due to patient's (not device related) medical issues.

Manufacturer narrative:
Additional information indicates that the patient will undergo a lead revision procedure due to ineffective therapy. The patient will reposition the leads for better coverage. Additional suspect medical device components involved in the event: model # sc-2138-70 serial # (B)(4), scs iii lead - 70cm.

Event description:
A report was received that the patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will no longer undergo the revision due to not having clearance from the hospital.

Event description:
A report was received that the patient will undergo a pocket revision.